Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a fingerstick blood glucose at 54 mg/dl that decreased to 52 mg/dl before oral carbohydrate was taken; the user drank approximately 4 oz of cola and had eaten yogurt, then confirmed a fingerstick reading of 68 mg/dl and entered the meter into the ilet, after which glucose increased to 89 mg/dl with a stable trend. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose following oral carbohydrate and user education. Investigation included user troubleshooting and counseling on fast-acting carbohydrate use. Investigation of this case revealed no device malfunction reported, with user management consistent with treating hypoglycemia using fast-acting glucose and education that glucose tablets act faster than yogurt. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.